Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was being used to transect bowel high in the rectum. After firing it was observed that the staple line had only half formed on the rectal stump and specimen side. So after firing the specimen and rectal stump were each left with unstapled holes. The holes were sutured by hand. The surgeon opted to create a temporary stoma with an ileostomy and plans to reverse it at a later date. Procedure prolonged 60 minutes. There were no adverse consequences for the patient. Additional information has been requested from the affiliate.